Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery, below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation, however, during first inflation at 14 atmospheres for 30 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 1.5 x 20 mr sterling balloon catheter. No patient complications were reported and the patient status was stable. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the device. Microscopic examination revealed a pinhole on the distal end of the marker band. There is blood present in the balloon and inflation lumen. The balloon is loose. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.